Manufacturer narrative:
Concomitant medical products:ddmb1d1 ICD, implanted: (B)(6) 2018; cmrm6122 antibacterial envelope implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days after implant of the implantable cardioverter defibrillator (ICD) the pocket was opened to remove a hematoma. At the time of the pocket revision an antibacterial envelope was placed around the device. Cultures taken revealed no organisms were identified. Approximately one month following the pocket revision, the ICD and leads were removed due to infection. Later, the patient received a new ICD system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there was vegetation.